Event description:
It was reported that the right ventricular lead was explanted due to an apparent fracture from clavicle rib crush. Right ventricular pacing impedance ranged from 400 to 1700 ohms, and non-physiologic oversensing was observed during threshold testing and with shoulder movement. No patient complications were reported as a result of this event.